Manufacturer narrative:
Currently, it is to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient experienced pain subsequent surgeries and recurrence. Recurrence is listed as a known possible adverse reaction in the instructions-for-use. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufactuer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008 - the patient underwent surgery for repair of an incisional hernia. The patient's hernia was repaired with a composix kugel patch. On (B)(6) 2016 - the patient underwent an additional surgery to remove the previously placed kugel mesh, which allegedly failed, and repair the recurrent incisional hernia. The attorney alleges the patient experienced pain and suffering, doctors visits, subsequent surgeries and was severely and permanently injured.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for repair of an incisional hernia. The patient's hernia was repaired with a composix kugel patch. (B)(6) 2016 - the patient underwent an additional surgery to remove the previously placed kugel mesh, which allegedly failed, and repair the recurrent incisional hernia. The attorney alleges the patient experienced pain and suffering, doctors visits, subsequent surgeries and was severely and permanently injured addendum per additional information provided: (B)(6) 2008 - patient underwent open umbilical incisional hernia repair with the implant of composix kugel mesh (device #1). Per operative notes "the hernia sac was freed. The repair was performed using a medium oval composix kugel mesh and sewn in place". (B)(6) 2016 - patient underwent recurrent incisional hernia repair and pain in the right lower quadrant thereby underwent open repair with mesh excision (composix kugel mesh (device #1)) with the implant of bard soft mesh (device #2). Per operative notes "we had fractured the ring around the composix kugel mesh. There were adhesions to the mesh and were taken down. We removed the mesh (device #1) from the abdominal wall. A bard soft mesh (device #2) was placed ". Attorney alleges that the patient had adhesions, bowel perforations, hernia recurrence, ring break, pain and emotional injuries.

Manufacturer narrative:
Currently, it is to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient experienced pain subsequent surgeries and recurrence. Recurrence is listed as a known possible adverse reaction in the instructions-for-use. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the lot manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical record review, about 8 years post implant, patient was diagnosed with hernia recurrence, pain, adhesions and underwent mesh excision. Note the patient¿s attorney alleges ring break, however, the surgeon had fractured the ring during mesh removal. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use supplied with the device lists adhesions as a possible complication. Updated fields: a2, a4, b4, b5, b6, b7, e3, g1, g3, g6, h2, h3, h6, h10, h11 corrected field: h4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.